Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has stopped working. The blood glucose readings have been 350 to 400 mg/dl range. Physician has provided the customer with insulin pens. The current blood glucose reading is 157 mg/dl, but it feels like 60 mg/dl. Customer is fatigued, confused and thirsty. Customer treated with manual injections. The drive support cap is flush. Nothing further reported.